Event description:
It is reported that a customer received a button error alarm on their insulin pump after a battery change. The patient's blood glucose level was unknown at the time of the call. The customer stated that there was physical damage in the form of cracks in three locations of the pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump was received with constant motor error during rewind due to corroded motor home switch. No unexpected alarms noted. The insulin pump was unable to perform displacement test, self-test, operating currents measurements and off no power test due to constant motor error alarms. The insulin pump had minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. The insulin pump had moisture damage noted on vibrator motor, force sensor, all electronic assemblies and keypad finger traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.